Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area no, evidence of non-functionality no, external damage to lcs/cs housing no, external physical damage no, internal physical damage no. Functional tests & results: blade not energize/cut correctly no, lcs/cs jaw not open/close correctly no, lcs/cs not rotate/latch correctly no. Analysis conclusion: based on the info received and the visual and functional testing, it was found that the clamp arm of the lcs was bent. This may have resulted in the instrument not functioning properly. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned) on both of the returned devices. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.

Event description:
The lcs15 was used during a laparoscopic colon resection. It was reported the device was not hemostatic enough. This happened with two devices. The surgeon converted the procedure to an open procedure. 08/12/1997 the demo hand piece was making an unusual hissing sound. Rep to call back after checking with test tip. 08/12/1997 the rep reported the hand piece works correctly with the test tip. 8/18/1997 the surgeon, was using the harmonic scalpel in performing a laparoscopic total colectomy. During the operative procedure there was significant noise associated with the device and also it did not function as it normally would. As a result of this he was required to perform an open procedure. This was not as large as would be required for an open total colectomy, but it was greater than he normally uses. The pt has recovered satisfactorily. No further sequelae are anticipated.